Event description:
It was reported that the bd micro-fine¿ pro pen needle's non-patient end was broken and trapped in the pen during use. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the needle npe was broken, and a piece of the broken needle was trapped in the pen."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: one insulin pen and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken cannula in the septum of the pen was observed. No DHR review can be carried out as lot number is unknown. Based on the sample returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needle's non-patient end was broken and trapped in the pen during use. The following information was provided by the initial reporter, translated from japanese: "the user's report is that the needle npe was broken, and a piece of the broken needle was trapped in the pen."